Event description:
It was reported that the sensing threshold had decreased. The physician will monitor.

Manufacturer narrative:
No medwatch form was received.

Event description:
New information notes that inappropriate therapy due to noise was observed. The lead was capped and replaced.